Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be sent when the investigation is complete.

Event description:
It was reported that during the routine of checking the balloon function by the preparation of the catheter, the balloon did not deflate with or without the syringe attached. No patient complications were reported.